Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was rebooting and was stuck at 7 percent. A field service engineer found that the station stuck on updates and called technical support center to attempt to stop the updates but customer support center could not. Technical support center recommended reimaging and reimaged the drive which took a long time and then performed a database synchronization and verified that the system was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was suddenly reboot in the middle of patient procedure and screen stuck at 7% reboot process. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.